Manufacturer narrative:
A general reagent issue can be excluded as qc was within ranges. The field service engineer found that the detergent filling level in the reaction cells was too low. He corrected the detergent filling level, adjusted the gear pump pressure, and replaced 2 wash station tubes and valves. The instrument was performing within specifications. No further issues were reported afterward. The root cause was consistent with a maintenance issue.

Manufacturer narrative:
The customer alleged discrepant results for an additional 2 patient serum samples tested with creatinine gen.2 (crep2) assay. Sample 8 was tested on (B)(6) 2024: initial result: 282 umol/l. The sample was then repeated twice and both results were 101 umol/l. Sample 9 was tested on (B)(6) 2024: initial result: 124 umol/l. Repeat result: 70 umol/l. Qc was acceptable. The investigation is ongoing.

Manufacturer narrative:
The customer alleged discrepant results for an additional patient's serum/plasma sample tested with creatinine gen.2 (crep2) assay. Sample 7: on (B)(6) 2024: initial result: 173 umol/l.. On (B)(6) 2024: repeat result: 84 umol/l.. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 6 patients' serum/plasma samples tested with creatinine gen.2 (crep2) assay on a cobas 8000 c702 analyzer. Sample 1: on (B)(6) 2024: initial result: 567 umol/l. This result was auto-validated. The questionable result was noticed by chance and the sample was then repeated on the same day. Repeat result: 46 umol/l. The repeat result was deemed to be correct. Sample 2: on (B)(6) 2024: initial result: 112 umol/l. 1st repeat result: 70 umol/l. 2nd repeat result: 72 umol/l. Sample 3: on (B)(6) 2024: initial result: 424 umol/l. Repeat result: 74 umol/l. Sample 4: on (B)(6) 2024: initial result: 673 umol/l. On (B)(6) 2024: repeat result: 80 umol/l. Sample 5: on (B)(6) 2024: initial result: 263 umol/l. On (B)(6) 2024: repeat result: 61 umol/l. Sample 6: on (B)(6) 2024: initial result: 180 umol/l. Repeat result: 93 umol/l.

Manufacturer narrative:
The crep2 reagent lot number was 751734. The expiration date was not provided. Qc was acceptable. The investigation is ongoing.